Event description:
According to the reporter: the client reports that the bag is torn on one side, causing longer procedure time to remove the operated piece. There was no report of patient injury or bleeding.

Manufacturer narrative:
Date initial report sent: 10/22/2009.